Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: "patients right knee was revised with a poly swap following a total knee replacement at a different facility. The initial surgery date is unknown. The facility was not able to obtain any op notes or reports. No lot codes were able to be deciphered off of the implant. All information available to myself or the facility was included in this report." Spoke to rep: patient was revised for infection. No further information will be released by the hospital or surgeon.